Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5031938/5031778.

Event description:
It was reported that the patient was frequently charging the ipg. It was also noted that the lead had high impedances the patient underwent a revision procedure wherein the old system was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. All explanted device components were discarded by the facility.